Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in the us. It was reported that during patient treatment using an hls set, the involved cardiohelp device displayed all pressure readings as negative. The flow was not impaired, therefore the affected hls set was continued to be used and has not been replaced. No harm to any person has been reported. The affected hls set was not available for investigation as it was scrapped by the customer. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that during patient treatment using an hls set, the involved cardiohelp device displayed all pressure readings as negative. The flow was not impaired; therefore, the affected hls set was continued to be used and has not been replaced. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. The affected product was not available for technical investigation as it was discarded by the customer. Thus, the exact root cause remains unknown. However, a medical consultation was performed by getinge medical affairs on 2025-06-02 with following conclusion: "based on the available information, potential root causes for the negative pressure readings include: - contamination of sensor port pins with fluid (e.g., during priming or blood exposure), which could interfere with the electrical signal and result in false or inaccurate pressure readings. - a sensor fault within the hls set, such as calibration drift or disconnection. - a software or display issue within the cardiohelp device (pending results from field technician's inspection). - user error during zeroing, although this is considered unlikely due to the user's answer to question 3: ¿were there any issues during priming with the hls set? Answer: no priming issues¿. Potential risk to patient: the cardiohelp system operates using a centrifugal pump, which is sensitive to both inlet (pven) and outlet (part and pint) pressures, although it does not directly rely on pressure sensor values to maintain flow. Therefore, even if pressure values are incorrect, the pump itself continues to operate based on flow feedback, and hemodynamic support would not be compromised directly by erroneous pressure readings. However, risks arise when pressure readings trigger automated alarms or influence user decision-making: - for pint (inlet pressure to the oxygenator) and part (arterial pressure): if the pressure readings are falsely negative and do not trigger alarms, no automated intervention would occur. In such cases, the user might observe a reduction in flow, which would indirectly indicate rising counterpressure. This could lead to delayed recognition of an underlying issue (e.g., increased afterload), but would not directly endanger the patient in the short run, especially in a brief support scenario. - for pven (venous pressure): this parameter is typically negative under normal operating conditions. However, if the sensor is malfunctioning and underreporting the actual (even more negative) pressure, the system may fail to detect dangerously low inlet pressures. In the worst-case scenario, this could lead to cavitation in the pump due to inadequate venous return - a potentially harmful event. Since no intervention was triggered, and it¿s unclear if pven was affected in the same way, this remains a potential but unconfirmed risk. In summary, while no clinical complications were reported and flows remained stable, inaccurate pressure readings ¿ particularly if they fail to trigger safety thresholds - represent a latent safety risk, especially in longer procedures or those involving more vulnerable patients." On 2025-06-20 the getinge sales and service unit (ssu) confirmed, that the involved cardiohelp did not have a malfunction. The device was investigated on 2025-06-17 and was found to be working as intended. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2025-06-25. According to the final test results, the modul with lot #3000428041 passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the investigation results, the reported failure "negative pressure readings" could not be confirmed. This complaint was found in the database of customer complaints for the hls set with catalog #701069077 as a single event (timeframe from 2024-06-16 till 2025-06-16). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.